Event description:
It was reported that the patient experienced pain and swelling around the battery site the day after ¿doing too many things¿ and doing some gardening. It was noted that the patient may have overdone it. It was reported the patient still had concerns regarding their device or therapy, and noted it was useless. It was stated their device was suddenly causing her a great deal of pain and started to protrude out of her body. The patient was put on an antibiotic to see if the pain and swelling subside. If it did not subside the doctor recommended removal. The patient stated the device never helped the patient properly, but keeping it in ¿may have helped.¿ ¿anything was better than seeking the removal and operation. She would like to know more about the success and failure of the implement.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v813487, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).